Event description:
Report #2 of 2 received of backflow of fluid through the backcheck valve. The customer reported that the primary set was delivering an unspecified hydration solution to the patient. A secondary set was reportedly primed with an unspecified "premed", "probably an antiemetic," then connected to the most proximal injection port closest to the backcheck valve. It is unknown how long the secondary infusion continued before the nurse noted the backflow, though it is thought to be "somewhat later." It is unk whether the dose was repeated or backflowed solution discarded, however the customer specified there were no adverse patient effects and no medical interventions were required. Though requested, no additional info was provided.